Event description:
The operator successfully achieved closure of an arteriotomy site using the starclose device after a diagnostic catheterization procedure. The arteriotomy site was noted to be in the superficial femoral artery (sfa). The pt was sent to the cardiac unit for observation overnight, per standard procedure. "Some eight (8) to ten (10) hours later, "the nurse noted some brusing and a hematoma on the pt's right flank. Manual compression was not applied nor was anyone notified of the pt's condition until the following morning. The pt's entire right side was bruised. A computerized tomography (CT) scan that morning showed a 12x5.5 cm hematoma in the superficial soft tissue on the right side. The pt was transferred with two (2) units of blood and discharged on 03/24/2006. No additional treatment or procedure were reported. She is reported to be fine.